Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noise and was found to be in safety-mode. Evidence at this time suggests that this device remains implanted. Attempts to obtain the model/serial of the device and the device status were unsuccessful. No adverse patient effects were reported. New information was received indicating this device was explanted and replaced. At this time no serial number or physician information is available. The boston scientific representative did confirm the leads are non-boston scientific leads. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported. New information was received indicating the model / serial number of the cardiac resynchronization therapy pacemaker (crt-p) device, physician and facility information provided. The explanted device is expected to be returned for analysis. Additional information was received indicating that the serial number for this case needs to be updated. This correction has been made. This device was explanted, and we are waiting for the return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noise and was found to be in safety-mode. Evidence at this time suggests that this device remains implanted. Attempts to obtain the model/serial of the device and the device status were unsuccessful. No adverse patient effects were reported. New information was received indicating this device was explanted and replaced. At this time no serial number or physician information is available. The boston scientific representative did confirm the leads are non-boston scientific leads. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noise and was found to be in safety-mode. Evidence at this time suggests that this device remains implanted. Attempts to obtain the model/serial of the device and the device status were unsuccessful. No adverse patient effects were reported. New information was received indicating this device was explanted and replaced. At this time no serial number or physician information is available. The boston scientific representative did confirm the leads are non-boston scientific leads. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported. New information was received indicating the model / serial number of the cardiac resynchronization therapy pacemaker (crt-p) device, physician and facility information provided. The explanted device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noise and was found to be in safety-mode. Evidence at this time suggests that this device remains implanted. Attempts to obtain the model/serial of the device and the device status were unsuccessful. No adverse patient effects were reported. New information was received indicating this device was explanted and replaced. At this time no serial number or physician information is available. The boston scientific representative did confirm the leads are non-boston scientific leads. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported. New information was received indicating the model / serial number of the cardiac resynchronization therapy pacemaker (crt-p) device, physician and facility information provided. The explanted device is expected to be returned for analysis. Additional information was received indicating that the serial number for this case needs to be updated. This correction has been made. This device was explanted. It was indicated that the device would be returned for analysis. However to date the product has not been returned. At this time it is believed that this device is in customs. If the product is returned, analysis will be performed, and this report would be updated at that time. The device product analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.